Event description:
It was reported on (B)(6) 2022 by a sales representative via sems that an ar-12990 needle broke. This was discovered during a case and broke inside the joint space.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
The device was not received for evaluation and no photo was provided; complaint not confirmed. The most likely probable cause of the event is attributed to misuse due to excessive force when firing the needle.